Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs), alleging that her onetouch ultra 2 meter was testing in settings mode and displaying an error 2 message whist attempting to test. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged product issue began at "the end of (B)(6) 2019" and were had been reoccurring. The patient stated that she manages her diabetes with insulin (no adjustments). She denied making any change to her usual diabetes management routine in response to the alleged product issue. The patient reported that "about 2 weeks after", she developed symptoms of "shaking and sweating", due to being unable to obtain a blood glucose result on the subject meter. The patient denied that she received any treatment. At the time of troubleshooting, the cca noted that it was not the first time the product was in use, the correct testing process was being followed and the correct test strips were being used. There was no misuse of the subject meter. The patient confirmed that after pressing the power button the error 2 message did not reoccur. The test was performed with blood. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs' criteria for a serious injury adverse event after the alleged product issue began.